Event description:
Account reports one incident in which 900cc's of normal saline was infused within 20 mins. Pt was a 74 yr old female. "The rn rolled the clamp closed, but the tubing never occluded". Reporter stated there was no pt compromise.